Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a pvp (th11) performed on (B)(6) 2026. During the surgery, an attempt was made to inflate the balloon, but the balloon was broken originally, so the balloon could not be inflated. The balloon inflated in a different vertebral column was used instead of the balloon in question. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.